Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that spiros disconnected from tubing after being locked in place. There was no patient involvement.

Event description:
It was reported that spiros disconnected from tubing after being locked in place. There was no patient involvement.

Manufacturer narrative:
Additional information added to: d4 (lot # - 19123203).

Manufacturer narrative:
The customer's report that the spiros disconnected from tubing after being locked in place was not confirmed based on functional testing. The set's male luer was also measured to be within dimensional specification. The samples were inspected for kinks, holes/tears in the tubing or damages to the components. No issues were observed. Further testing of the attached samples by applying air pressure up to 30psi while submerged underwater also observed no separation or any issue. The samples were manually detached from each other. Visual inspection under magnification of the recently attached components observed no damages or issues. The device history record search for set model 2420-0007 lot 19123203 shows the set was manufactured on 19dec2019 with a total of (B)(4) units. There were no quality notifications issued during the production build of this set. The root cause was not identified.

Event description:
It was reported that spiros disconnected from tubing after being locked in place. There was no patient involvement.